Manufacturer narrative:
This report is being submitted to correct the following fields. C is updated so that g4 will no longer have "combination product" checked. Updated fields: c, g3, g6, h2.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test otc 2 test pack. The customer performed the first test on (B)(6) 2021 and generated a negative result. Additional testing with the binaxnow¿ covid-19 antigen self test otc 2 test pack test generated a pink control line and the sample a faded pink. Additional/confirmation testing was not provided. No patient information, including symptoms, treatment, or outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155063 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 155063, test base part number 195-430h / lot 150507 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155063 showed that the complaint rate is 0.0006% (2/335496). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155063 showed that the complaint rate is 0.001% (3/335496). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue [it could possibly be related to issues including the interpretation of the result or the specific patient sample].